Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon attempt interrogation, the pulse generator could not be interrogated. The device exhibited output anomaly. The device was explanted without complications. The patient was in stable condition.